Manufacturer narrative:
Terumo has obtained the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more information becomes available. For this reason, terumo references evaluation codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was making a squealing sound. The user facility reported that the pump was changed out and that the surgery was completed successfully.